Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an inoperative pump head assembly. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and alarm log review were performed. During testing the pump head assembly was identified to be inoperative. The cause of the condition was not was determined to be due to pump head assembly damage. To correct the condition, the pump head assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.